Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.

Event description:
Second revision due to broken cocr rods, sfx cross connector had disengaged from rods and medtronic r90 interbody implants had subsided. Dr (B)(6) performed an alif at l5/s1 removed the subsided r90 implants. Dr (B)(6) then removed the broken cocr rods(196789480) and sfx cross connector (189401406) and replaced pelvic bolts with a new sfx connector and reconnected the rods with two end to end connectors. Company representative did not report case at time of surgery due to the fact company representative believed the construct failed as a result of bone quality and the subsided medtronic r90 implants placing load on the construct.